Manufacturer narrative:
(B)(6) has not received the fenestrated bipolar forceps instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved, however, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted colon resection procedure, the tip of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The instrument was immediately removed and the surgeon was able to manually find and remove the broken tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that there was no patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument to have a broken grip. The broken piece was not returned with the instrument. The known common cause this failure is due to mishandling/misuse. Based on failure analysis investigation, this MDR report is being retracted as the damage to the instrument was determined to have been due to user mishandling/misuse and not due to a malfunction of the instrument.